Manufacturer narrative:
Concomitant medical products: product type: recharger; product ID 97754, serial# (B)(4), product type: lead; product ID 389033, lot# j0511356v, implanted: (B)(6) 2005. (B)(4).

Event description:
The manufacture representative reported that the patient since implant of the patient's ins in (B)(6) 2015, the patient has had intermittent stimulation. The patient noted that he only felt stimulation about 25% of the time and about 75% of the time the stimulation "cut off" or "fade out." The patient also noted feeling stimulation stronger when he turned his head. Impedances checked were between 4000-5000 ohms with contact 3 at 471 ohms. The representative indicated a revision was being planned to test the components of the system to determine where the issue was occurring. Follow-up is being conducted to determine cause of the event, any interventions/troubleshooting done, and resolution. If received, a supplemental report will be submitted. Indication for use included non-malignant pain.

Event description:
Additional information was received on (B)(6) 2015 from a patient via manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) had been explanted and replaced on the date of report. The rep had disconnected the battery from the pocket adaptor and hooked it up to the external neurostimulator (ens). Stimulation was then run, and the patient was happy with stimulation. Impedances had been run with the explanted battery, and the results were to be returned with the device. The issue was noted to be resolved at the time of report. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 389033, lot# j0511356v, implanted: (B)(6) 2005, product type: lead. (B)(4). Information previously reported under this manufacturer report number actually pertains to manufacturer report # 3004209178-2015-23575. All further information regarding that event will be reported under that manufacturer report #.

Event description:
A manufacturer representative reported that the patient felt stimulation stronger when they turned their head. The patient was indicated for non-malignant pain. Indication for use included non-malignant pain.